Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medfusion 4000 syringe infusion pump experienced a motor rate error during infusion. There were patient involvement and no patient harm. This malfunction could interrupt therapy or affect the accuracy of medication delivery and potentially affect the patient.